Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's cold solder on all the connectors on the front panel. Unit was calibrated and safety tested to factory's specifications.